Manufacturer narrative:
The customer reported that the cns (central network station) has en error that shows "windows could not start due to corrupt files." The device will not boot up to windows. They had a spare they put into place right away. The customer is unsure if the hdd (hard drive) was ever replaced. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hdd was replaced, and the touchscreen pcb was also replaced. The device was tested per the maintenance check sheet of the service manual. An extended test was performed with the bedside monitor, recorder, and printer. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central network station) has en error that shows "windows could not start due to corrupt files." The device will not boot up to windows.